Manufacturer narrative:
The events of lymphoma - alcl - suspected and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected and seroma-late.

Event description:
Physician reported right side suspected alcl. Healthcare professional additionally reported "pain hardening" and fluid surrounding implant diagnosed by ultrasound. The device remains implanted. Pathological markers confirming alcl have not been received.

Event description:
Physician reported right side suspected alcl. Healthcare professional additionally reported "pain hardening" and fluid surrounding implant diagnosed by ultrasound. The device remains implanted. Pathological markers confirming alcl have not been received.